Event description:
It was reported "whilst using mets prox femur small right with reattachment & reattachment plate with medium screws, one of the screws snapped off within the screw hole in the prox femur implant. The surgeon was happy overall with case. Please note the surgeon used short trochanter screws first and thought they were too short, he then opted for medium".

Manufacturer narrative:
A full investigation has been completed for the mets trochanter screw (MFR report # 3004105610-2020-00002). Based on the provided information, the trochanter reattachment plate did not contribute to the event and is therefore considered concomitant and is not reportable. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported "whilst using mets prox femur small right with reattachment & reattachment plate with medium screws, one of the screws snapped off within the screw hole in the prox femur implant. The surgeon was happy overall with case. Please note the surgeon used short trochanter screws first and thought they were too short, he then opted for medium".